Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an epidural hematoma following an implant procedure. The patient reported no feeling from the waist down to his toes. The blood clot was removed and the device was explanted. The patient regained complete sensation in his legs and there were no reports of complications.